Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. When the physician inserted the catheter into the faradrive sheath, air was observed to be pulled in into the sheath. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device is not expected to return as it was disposed.